Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to ketones and high blood glucose levels. The customer's blood glucose was 349 mg/dl. Troubleshooting for high blood glucose levels was done. The customer stated that he noticed a kinked cannula and was not feeling welling prior to the hospitalization. The customer stated that there were several no delivery alarms within the insulin pump's alarm history. After troubleshooting was done, advised customer that the insulin pump was working as designed. Advised to change the infusion set, reservoir and insulin and then treat per healthcare provider's instructions. Advised customer to continue monitoring his insulin pump and call back if any issues occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.